Event description:
It was reported the pt was having pain at the ipg site when he lay down on it. The pt was scheduled for a f/u appointment. The pt was to turn the stimulation off for two weeks.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.